Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that label printer printed gibberish. A technical support specialist (tss) dialed into the station and switched it to the admin profile, then checked the device and printer but could not locate a separate label printer. Further the tss contacted the customer and confirmed that the printer attached to the station was a thermal receipt printer. Then the tss uninstalled and reinstalled the printer driver and attempted to print a test page, but nothing printed, at which point it was noted that the printer was not connected. Further the tss confirmed with the customer that the connectivity issue was resolved. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es label or receipt printer printed gibberish. However, there were no delays or adverse events or injuries reported based on this event.